Event description:
The customer tested her blood glucose using her contour meter and received a reading around 250 mg/dl. She retested using another meter and received a reading around 130 mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The test strips are to be returned for eval. Replacement test strips were sent to the customer.